Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: previously emdr was incorrectly submitted, the h6 type of investigation, investigation findings, and investigation conclusions were incorrectly reported as b01, c0201, and d02. The correct codes should have reported b21, c21, and d16. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Olympus confirmed foreign material was present within the device, but the type of the material cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope exhibited noisy image. The issue was found during inspection for use of the device. There were no reports of patient harm.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.